Manufacturer narrative:
The reported issue for ¿numbness and or hematoma¿ cannot be confirmed through product analysis testing. Analysis of the returned paddle lead found it was cut during explant resulting in three segments. Microscopic inspection found no broken wires, in any of the segments, all segments passed continuity testing (no opens found) and there were no anomalies would have existed prior to explant that would have contributed to the allegation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced loss of sensation in the lower extremities as well as a hematoma. As a result, surgical intervention was undertaken on (B)(6) 20205 wherein the entire system was explanted to address the issue.